Event description:
Upon attempting to lower the lift the ceiling-mounted lift would not move up or down. While the patient was suspended up in the lift, he was awake, alert and had conversation with staff. Attempt was made to pull "the..." However, no release of the patient occurred. Attempt was made to press the reset button however, it appeared to be jammed in the housing of the lift so the lift could not be lowered. A stretcher was raised in order to release the patient from the lift. Once lowered onto the stretcher it was noted the patient was unresponsive. CPR was performed and unfortunately the patient could not be resuscitated and passed away.